Event description:
The patient reported that when the pod was removed, the needle had not retracted. Additionally, the pink slide did not move forward. This indicates a needle mechanism failure. The patient's blood glucose level was 18.7 mmol/l (336.3 mg/dl). The pod was worn between 25 and 36 hours. Details regarding treatment were not reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The bottom housing cannula window and eseal were checked for damages and no issues were observed. The downloaded data did not show any timeouts or drive stalls during the run. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.